Manufacturer narrative:
The account replaced two valve solenoids to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the head of the bed will not lower. No patient impact.